Manufacturer narrative:
Submit date: (B)(6) 2016. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze sponge. The customer reports that several boxes from the same lot number had loose strings. The customer further states the scrub nurse kept discovering loose strings poking through the seal therefore the nurse discarded them.

Manufacturer narrative:
Submit date: 03/04/2016. One open package containing (B)(4) banded sponges were received for evaluation. Upon visual examination of the package a pad was found in the seal on the left side seal of the package. The tray exhibited a void in the seal area where the sponge was protruding from the package. The device history record (DHR) was reviewed for lot #15j187362x and no abnormal process conditions were present during the manufacturing of the product that could have led to the condition described by the customer. The nonconforming products report was reviewed and showed no nonconformance were issued for this lot. The DHR review showed that all acceptance criteria inspections were within specifications during the production process. The possible root cause is that when operators manually place the sponges into the formed pocket they did not seat the sponges down far enough which allows the sponge to sit on the flange of the package. If this occurs then the equipment forwards and applies the lidding which wedges the sponge between the lidding and the tray. No complaint trend exists and a root cause for the reported condition cannot be specifically identified; therefore, corrective action will be limited to the manufacturing awareness. No further corrective action is required at this time. This issue will be reviewed during the monthly report out for the factory. No changes to the quality control sampling plans are deemed necessary. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. No formal corrective action preventive action has been created for this complaint.